Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead delivered several shocks, however it was unclear whether or not the delivered shocks were appropriate. In addition, this ICD recorded a code 1005, indicative of an open circuit condition where a high out-of-range shock impedance measurement greater than 145 ohms was detected during shock delivery. The ICD had reached battery cell depletion, thus it was not possible to view stored episodes or daily measurements. Tachy therapy was programmed off until system explant and replacement was performed. It was noted that the ICD was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported. This ICD will not be returned as it was retained by the explanting hospital.